Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was jammed, and it had foils debris within tray liners. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed. A field service engineer (fse) released all pockets from the drawer 3.1, removed the foil debris from the tray lines, reseated the row board cable and placed the pockets back to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.